Manufacturer narrative:
X-ray image review: intra-op image provided for a two level balloon kyphoplasty. Reported levels ate t11/t12. Balloon fragments are observed in the superior level. Cement is present in both levels. Causes of balloon rupture can include inflation beyond burst pressure and withdrawing partially inflated balloon against pedicle access cannula. Root cause is most likely surgical technique. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient underwent balloon kyphoplasty at t11 and t12 for metastatic disease with fracture. Intr a-op, the balloon ruptured during deflation <(>&<)> came off the tamp. The product came in contact with the patient. Ruptured balloon remained inside the patient's t11 vertebral body. No patient complications were reported due to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.